Event description:
Patient contacted dexcom technical support to report cgm inaccuracy and provided the following discrepancy: cgm was reading 70 mg/dl and blood glucose meter was reading 206 mg/dl.at the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries and reported to be in fine condition.